Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to above 13.9 mmol/l (250 mg/dl). The pod reportedly stopped communicating with the transmitter, and no more insulin was delivered to the body. Additionally, it was reported the pod fell off the infusion site leg, causing the cannula to dislodge. As treatment a new pod was placed.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. The device was received fully deployed. No timeouts, drive stalls, or alarms were observed in the download data. The patient history buffer (phb) shows that by the end of the pods run, it was receiving negative egvs, which confirms the pod cgm communication error. No damages or deficiencies were observed in the pod that would lead to a pod and cgm communication error. The exact cause of the reported pod and cgm communication error event could not be determined.